Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the pre-discharge check one day post implant, the right atrial (ra) lead exhibited loss of capture (loc) due to a dislodgement. A revision procedure was performed where the ra lead was successfully repositioned. No additional adverse patient effects were reported.